Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from an adult female consumer and forward to bayer on (B)(6) 2016. On (B)(6) 2013 essure (fallopian tube occlusion insert) was inserted (she was (B)(6) at that time). On an unspecified date, she experienced bleeding, allergic complaints, pain in head, loss of libido, tiredness, insomnia, mood swings, memory loss, concentration problems, vaginal secretion and skin problems. It was reported that she had a relation and /or family problems. She contacted a doctor and visited a gynecologist. She is planning to remove essure. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced allergic complaints and bleeding. She was planning to remove essure. These events, seen as hypersensitivity and genital bleeding respectively are listed in the reference safety information for essure. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In addition, genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering their nature per se and the absence of alternative explanation, causal relationship between the reported events and essure use cannot be excluded. Since an intervention will be probably required for devices removal, this case is regarded as incident. Technical analysis has been requested. No further information can be requested.

Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this lime. Although we were unable to confirm this complaint, we cannot be excluded the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2016 for the following meddra preferred term: hypersensitivity. The analysis in the global safety database revealed 25 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced allergic complaints and bleeding. She was planning to remove essure. These events, seen as hypersensitivity and genital bleeding respectively are listed in the reference safety information for essure. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In addition, genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering their nature per se and the absence of alternative explanation, causal relationship between the reported events and essure use cannot be excluded. Since an intervention will be probably required for devices removal, this case is regarded as incident. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No further information can be requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.